Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed "friction marks" under the electrodes and a skin irritation under the front therapy pad. There was no alleged device malfunction contributing to the irritation. Patient reported that a family physician advised the patient to use trimacinlone acetonide on the skin irritations. The patient used prescription as prescribed, but the irritation returned. The patient followed up with cardiologist who prescribed calamine lotion and hydrocortisone cream. Follow up indicated that the skin irritations are improving.